Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient during a traumatic arrest, the electrodes would not adhere to the patient's skin. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.